Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act buttons of insulin pump was harder to press and squirts out insulin during priming. Customer stated the insulin pump had crack in corners by reservoir window and received no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case reservoir tube window corner, stained end cap sticker and stained address/serial number label, cracked belt clip slot and cracked case.